Event description:
It was reported that during the implant attempt, after the second attempt to place the lead, the stylet could not be inserted into the lead. The helix mechanism came out during placement just by moving the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the distal end of the electrode was covered in blood.